Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation: review of the history device records for product code 82-8806 was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; marks on the proximal connector were noted. The ends of the distal catheter were visually inspected, the catheter ends show signs of cut/torn. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. The root cause for the marks in the proximal connector could be due to user not using shod forceps as noted in the instruction for use (IFU): shod forceps should be used. This did not have an impact on the functioning of the device. The possible root cause for valve catheter separated from valve could be due to user¿s error as noted in the IFU silicone has a low cut/tear resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve came off from the catheter. The valve was implanted via l-p shunt on an unknown date and unknown setting. However, the lumbar catheter came off from the valve and the catheter fell 20cm inside. The catheter was fixed at the fixed wing and valve connector. Therefore, the valve was replaced to a new one. The patient recovered.